Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed sub-optimal values after multiple placement attempts during the implant procedure. When the right atrial (ra) lead was placed, the rv lead was "dis-positioned" and the physician decided to explant the rv lead. During the explant attempt, the rv lead helix would not retract and the guide wire would not pass due to "blood content within it". The rv lead was explanted and cardiac muscle was removed with the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The analyst noted the lead was returned without the stylet. A guidewire is not used with this model of lead. A fresh 14-58 gray stylet was able to be fully inserted in the lead without resistance. If information is provided in the future, a supplemental report will be issued.